Event description:
The pump was returned for investigation. Investigation revealed a faded and pink display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a faded and pink display screen. Unrelated to the complaint, investigation revealed a cracked display screen; which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery compartment was found to be leaking during a leak test and corrosion was found inside the battery compartment. Also unrelated to the complaint, multiple loss of prime was noted in pump history. The rewind, prime and load steps were performed on the pump with no issues noted. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The force sensor was found to within calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.